Event description:
It was reported that; cage broke when impacting cage into disk space.

Manufacturer narrative:
Method: visual inspection, product histiry review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be not enough distraction applied during cage insertion.

Event description:
It was reported that; cage broke when impacting cage into disk space.